Event description:
The biomedical engineering dept has been receiving up to 40 pumps a week with case damage to the pump and syringe holders. Inspections found the plastic inside of the pump near the battery base cracked and dislodged causing the pump to stop during administration of medications. There is also damage to the areas near the battery cap causing the same pump stoppage problems. Current solution is the replacement of the front and rear cases but problem is recurring even with new cases. Biomedical concludes that plastic cases are weak and will break easily if dropped.